Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: tepp. During placement in the clip applier in trocar 5mm kii. The clip applier blocked. Clips are not closing totally. Maybe a problem in the lamel of the seal house? Additional information received from sales representative by email on (B)(6) 2018: normally the 5mm trocar is being used. It is unknown whether it is the lamel or the duckbill. It cannot be seen when introducing the clip applier. Patient status: no patient injury or illness occurred associated with the complaint event

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Based on the condition of the returned unit received from the complainant, as all the returned clips loaded and closed properly. It is likely that the reported event was caused by the user's clip application technique. The instructions for use (IFU) states "excessive twisting or torqueing may lead to a malformed clip", "fully compress the trigger against the handle to ensure complete clip formation", and "ensure the clip is secure and completely positioned around the tissue being ligated." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.